Manufacturer narrative:
The explanted devices were discarded by the medical facility, and will not be returned to bsn for evaluation.

Event description:
A report was received that a pt's precision system was explanted due to a pocket infection. The pt was reportedly doing well following the explant procedure.